Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received battery failed alarm and observed crack at back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and damaged affecting pump functionality. It was also confirmed that battery failed alarm recurred even after replaced with new battery. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884l will be returned for analysis.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The baat tool was utilized to search for any alarms or anomalies around the complaint date. Battery cycle 4.0 received the lowbatteryalert (104) on 11/03/2025 22:44:00 faster than expected at 4.01 days. Battery cycle 3.0 received the lowbatteryalert (104) on 10/30/2025 22:19:00 after more than 7 days at 7.03 days. Battery cycle 2.0 received the lowbatteryalert (104) on 10/23/2025 18:27:00 after more than 7 days at 21.5 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit passed the self test, sleep current measurement test, and active current measurement test. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were not within spec range. The pump was cut open to perform a visual inspection, and no moisture damage or internal anomalies were found. Unit was separated to the electronic stack due to electronic defect. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case, cracked battery tube threads, cracked case-corner of belt clip rails, and cracked case (battery tube). In summary, the customer¿s allegation of failed battery test was confirmed based on the pump history records and failed current tests. Unit was separated to the electronic stack due to electronic defect. The customer¿s allegation of cosmetic damage was confirmed during visual inspection when a cracked case, cracked battery tube threads, a cracked case-corner of belt clip rails, and a cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.